Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins connector module had connector parts out of alignment on the bore of the strain relief insert.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the lead would not advance into the implantable neurostimulator. The lead would not advance more than 1/3 to 1/2 into the header. The lead was cleaned, inspected and rotated but would not advance. This occurred on (B)(6) 2015 during procedure. The device was not implanted and was replaced by another product. This resolved the issue. Patient status at the time of this report was alive, no injury. The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.